Manufacturer narrative:
One opened probe was received with a tip protector, in a zip top bag, for the report of not cutting during surgery. The returned sample was visually inspected and found to be non-conforming with clear foreign material on the port face and inside of the port. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. No lot number was identified with this complaint; therefore, device history record reviews could not be conducted. The returned sample was found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the probe did not cut during surgery. No error on the machine. The procedure was completed with that same probe with no patient harm.